Event description:
It was reported that during a flexible ureteroscopy procedure, it was attempted to plug the fiber into the laser connection port, but it would not connect and, there was resistance. The fiber broke while trying to disconnect it. Further fibers were opened and attempted to connect before determining that it was a console issue with the connection port. The procedure was rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status.

Event description:
It was reported that during a flexible ureteroscopy procedure, while attempting to plug into the laser connection port but it would not connect, there was resistance. The fiber broke while trying to disconnect it. Further fibers were opened and attempted to connect before determining that it was a console issue with the connection port. The procedure was rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status.